Event description:
On (B)(6) 2015, I had went to the hospital to have a total knee replacement on my right leg. The pain increased after my knee replacement surgery, at every follow up appointment I had with the doctor who did the surgery. I would tell him my knee was making a lot of clicking and grinding noises and causing me a lot of pain and every time he would tell me, that during my surgery, he was not able to remove all of the existing scar tissue and arthritis from the leg that was causing my pain and since this was my first replacement, I had to believe him. The new knee continued causing me problems, not only pain, before I had the replacement surgery, I had no medical problems, other than the knee. But after I had the surgery I was not able to sleep more than four hours a night, and when I went to my family doctor about my sleep, blood test was done and I was told I had to start taking pills for high blood pressure, pills to control my thyroid. I was scheduled for a sleep study and had to start sleeping with a c-pac machine, and the pain and noises continued to get worse, because the doctor kept telling me the noises and pain was normal and because I was out of money. I went back to work, as a supervisor, which consisted of driving from one contractor to the next, to observe the work they were performing, their safety and quality of the work they were performing. And if anything, I tried to baby my new knee, hoping it would quit hurting, but it continued to get worse. I was laid off from work, which I believe was because of my knee and the pronounced limp it caused. I took another job as a superintendent. I worked 3 weeks in (B)(6), hurting all of the time, started working on a job in (B)(6), and the first day of that job, I was taking a shower, lifted my leg to wash my foot and on the way back down with my leg, I heard a loud popping noise and severe pain that would not go away, had a lot of problems walking, was laid off from my job and after I got home, I had to start using crutches to walk, schedule an appointment with my orthopedic doctor. They took an x-ray and the doctor came out and told me I needed to have a revision surgery fast! He told me he had never seen it before and didn't know how it happened! I had my new knee removed and during the surgery the new doctor told me that 10" of my tibia bone was gone. There were no chip or pieces of bone, it had been ground down to dust! In order to get it to work, he formed a concrete type substance to replace my missing bone and told me, that if my new knee failed, the only thing that could be done is to fuse the knee, which means I would not be able to bend my knee for the rest of my life. Before I had my revision surgery, I told the doctor and the surgery nurse, that I wanted to keep my first knee replacement parts or the old prosthesis or the first knee replacement parts, that he was going to remove from my leg. I had paid for them and I wanted to keep all of the parts either taking them home or storing them, but both of them told me that I could not have them, the hospital rules did not allow it, it was considered a biohazard! The new orthopedic doctor is a partner of my first doctor, he also said he had never seen this before. He did a bone biopsy to see if I had an infection in my bone, but the test showed negative bone infection. I did request from the doctor and the surgery nurse, that I wanted to keep the old prosthesis or the first knee replacement, I had paid for it and I wanted to keep it and both of them told me that I could not keep it, the hospital did not allow it, it was considered replacement, I had paid for it and I wanted to keep it and both of them told me that I could not keep it, the hospital did not allow it, it was considered biohazard. Natural tibie cemented 5 degree stemmed right size e, zimmer biomet, lot # 62953629; all poly patella cemented, zimmer biomet, lot # 62953629. Dates of use: (B)(6) 2015 - (B)(6) 2017. Diagnosis or reason for use: total right knee replacement. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.